Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6) province of china.

Event description:
Reference number (B)(4). Event occurred in (B)(6), province of china. It was reported that patient faced infusion set cannula little squeeze. This event occurred on (B)(6) 2025. No further information available.